Event description:
The customer reports the tip of the elevator broke during surgery. The date of the surgery was not provided. The tip was retrieved and no adverse effects were reported, however this device is subject to the two year malfunction rule.

Manufacturer narrative:
The package insert for this device states "the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip." Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.